Event description:
Per a journal article, in laryngology and otolaryngology published, (B)(6), 2013; it was reported that there have been four cases of electrode array misplacement, all of which have been managed surgically. Patient information was not identified in the journal article. Attempts to obtain patient information have been unsuccessful.

Manufacturer narrative:
(B)(4): device(s) not available for analysis.